Event description:
It was reported via repair work order that the side rail could drop quickly while lowering due to broken assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.